Event description:
During nasal extubation, the tracheal tube cuff was dropped by withdrawing what appeared to be 8cc of air with a syringe. After extubation it was observed that the cuff was still partially inflated. Extubation with the cuff inflated can cause trauma to the vocal cords and the nasal passage. Examination of the extracted tracheal tube revealed that the tape used to hold the tube in place during the procedure had kinked the cuff pilot tubing, causing the pilot balloon to indicate that the cuff was deflated when in actuality it was still partially inflated. Manufacturer response for nasal rae tracheal tube, mallinckrodt (per site reporter): the manufacturer has not had time to investigate.